Event description:
Customer reported hot pack exploded when nurse went to activate it. No injury to staff or patient. Packaging not saved.

Manufacturer narrative:
Device history review was completed on the reported lot v3a170. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Samples were not returned for evaluation due to which a root cause could not be determined. Cardinal health will continue to monitor trends for this product.